Manufacturer narrative:
This is a final report. If the meter is returned, an investigation will be completed and a follow-up report will be submitted when the investigation is complete.

Event description:
Customer initially called to receive training on how to properly calibrate and use her adc meter. During troubleshooting with customer, she reported her adc meter has been displaying "lot ------" at the top of the screen for "about a month" and she has been unable to test. She then reported a medical event in which she experienced symptoms of hyperglycemia and was seen at a local hospital. She was diagnosed with hyperglycemia and treated with IV fluids and insulin. It was discovered during troubleshooting, the test strips reported by the customer were expired. Customer was successfully trained on the use of the adc meter and stated the meter "was fine" and wants "no replacement". There was no report of death or permanent impairment associated with this event.